Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging obtaining an inaccurate high result of 495 mg/dl compared to their feelings and/or normal readings. At the time of troubleshooting, the reporter performed a control solution test and the result fell outside of the specified control solution range. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3: additional information. The lay user/patients test strips have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. The additional tests performed on the test strip vial and desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be compromised during a gross leak test and the desiccant within the vial was found to contain more moisture than expected from normal use; the subject vial lid had a broken hinge. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up #2: this supplemental, is being sent to correct information previously submitted within the narrative of follow-up #1; include information previously omitted from that report and also, provide new information obtained from further evaluation. The narrative of follow-up #1 should read as follows: ¿the test strips failed testing. The reported issue was confirmed. In addition, a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. Additional tests were also performed on the test strip vial and desiccant; these tests both failed.¿ the appropriate evaluation code for pressure decay testing has been added.